Event description:
Report received of an underdelivery and no audible alarm tone. During routine preventative maintenance testing by the user facility, the pump was programmed to deliver 200ml over 20 minutes. Reportedly the device delivered an unspecified amount and not the expected volume. The device did not sound an audible tone to signal the end of infusion. There were no reports of any adverse patient events while the device was in clinical use.